Event description:
It has been reported to philips that the system could not expose or fluoroscopy. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer replaced the hivo high voltage transformer, and the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted, and the patient was moved to another room. A philips service engineer inspected the system onsite and confirmed the malfunction with the system. Analysis of the log file identified issues related power inverter. The issue was caused by the defective power inverter. The philips engineer replaced the power inverter and performed calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.